Event description:
The customer reported a leak from the blade and wick of the cap piercer on a unicel dxc 600 pro synchron system. The customer found and removed a clot in the cap piercer wash station after cleaning with a cotton applicator, however the cap piercer continued to leak. The operator was wearing a lab coat, gloves, and glasses when the leak occurred. There were no reports direct contact with the leak or of injury in connection with the leak. There were no erroneous patient results generated as a result of the leak.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found that the cap piercer tubing assembly was pinched in the hydropneumatic subsystem; the fse stated that the pinch occurred over time from opening and closing of the hydropneumatic subsystem drawer. The fse removed the pinch and rerouted the tubing to resolve the issue. There are no reports of reoccurrence of the leak. (B)(4).